Event description:
It was reported the ventricular lead impedance has been rising over the past four years. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: one - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:05. Weekly pace lead impedance trend data shows a gradual increase and high impedance for min and max rv pace = 496 to 1184 ohms between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported the ventricular lead impedance has been rising over the past four years. It was further reported that the ventricular lead exhibited rising impedance to high levels. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.